Event description:
Procedure: horaco/lobectomy. According to the reporter: a surgeon confirmed the malformation of staple. During use the leakage was confirmed. Then opened a new one to complete the case with no problem. No patient harm. Reported the surgeon recognized nothing unusual in the thickness or other conditions of tissue that was operated. No patient info is available: operating time extended: less than 30 minutes. Add'l tissue resection: yes. Tissue damage: yes. Pieces fell into the cavity and could be retrieved. No bleeding.

Manufacturer narrative:
(B)(4).